Event description:
The customer initially reported that during use in a laparoscopic sigmoidectomy procedure, the insulation was torn. Another device was used to complete the procedure. There was no bleeding and no tissue was damaged. Nothing fell into the patient cavity. No patient information was available. Upon return of the device for evaluation it was discovered that the jaw wire was bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.